Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced two infusion set fell off within ten minutes of use on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.